Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device developed left should pain at some point post implant and was later diagnosed with frozen shoulder. While no system changes were required, the patient did receive physical therapy. Additionally, the patient later reported implant site pain; however, the physician confirmed no infection. To date, this device remains implanted and in service.

Event description:
Subsequently, a computed tomography (CT) shoulder scan was done using a dilute nonionic contrast material. No further intervention was required and to date no system changes.